Manufacturer narrative:
(B)(4). This lot was manufactured november 11, 2014 to november 13, 2014. Evaluation summary: visual inspection on the device revealed white particle 1.50 mm in length, floating in the fluid of the bladder. The particle was identified to be acrylic material via fourier transform infrared spectroscopy (ftir) spectrophotometer scanning. The cause of the condition could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter inside the reservoir. This was discovered during storage. There was no patient involvement. No additional information is available.